Event description:
The following was reported, "5th june case: the femoral component was removed and the stem had fractured off at the junction of the 4mm offset adapter. The tibial component was retained and a gmrs distal femoral construct was implanted."

Manufacturer narrative:
An event regarding crack/fracture involving a duracon adapter was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned devices indicated that the offset adapter has fractured where the bolt meets the body of the device. Extensive mechanical damage is visible on the fractured surfaces as the areas appear smooth and worn, consistent with the fractured surfaces pressing against each other while implanted. Additional damage in the form of black discoloration is visible on the body of the offset adapter, which appears consistent with the head of the bolt articulating against the body of the adapter either after or leading up to final fracture. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the stem adapter. Visual inspection of the returned devices indicated that the offset adapter has fractured where the bolt meets the body of the device. Extensive mechanical damage is visible on the fractured surfaces as the areas appear smooth and worn, consistent with the fractured surfaces pressing against each other while implanted. Additional damage in the form of black discoloration is visible on the body of the offset adapter, which appears consistent with the head of the bolt articulating against the body of the adapter either after or leading up to final fracture. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
The following was reported, "5th june case: the femoral component was removed and the stem had fractured off at the junction of the 4mm offset adapter. The tibial component was retained and a gmrs distal femoral construct was implanted.".